Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with angina one day pre-procedure of the heavily calcified, distal circumflex artery. Pre-dilatation of the lesion was attempted with the 2.0 mm x 15 mm voyager; however, the balloon would not inflate. The voyager was removed from the anatomy without incident. A second device was used in the procedure without incident. Reportedly the procedure lasted 45-60 minutes; however, there was no clinically significant delay in the procedure reported due to the device issue. The patient was reported in stable and fine condition post procedure. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device was being returned. Subsequent information received stated the device was discarded at the account. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. The inability to inflate the catheter may be related to numerous factors including, but not limited to, device damage during manufacturing, leaks, damage to the balloon or inflation lumen, inflation lumen obstruction, contrast concentration, inflation technique, patient anatomy, or from an interaction with accessory devices. An analysis of the voyager may have further aided in the investigation. However, since there was no report of any damage or leaks noted during preparation for use, this may suggest that a product deficiency did not contribute to the reported complaint. The lesion was also characterized as heavily calcified and may have contributed to the reported difficulty. Based on the information provided and without the product to examine, a definitive cause for the reported failure to inflate the device could not be determined. A review of the device lot history record revealed no associated nonconforming material records, indicating all lot release testing met specification. A query of the complaint-handling database was performed and there have been no other incidents reported from this lot. All dilatation catheters are visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify proper balloon inflation, rated burst pressure (rbp) and balloon integrity.